Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the lcsc1, used with a hptuv emitted noises and had no function. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.